Event description:
Additional information was received that the patient had x-ray images taken after the high impedance was seen, however these images were not provided to livanova for review. It was not confirmed if the lead pin was fully inserted during the lead revision in september. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen in-clinic with high impedance. The patient has been referred for a lead revision. Additional information was received from the operating room support specialist stating the lead pin was pulled out and re-inserted in the operating room, however high impedance was still seen. Generator diagnostics were then performed using the test resistor and the impedance was within normal limits, indicating the high impedance was related to the lead. Additional information was received stating the patient's lead was explanted and replaced. The explanted lead was discarded and is unavailable for return. The patient did not report experiencing any recent trauma or manipulation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.